Event description:
Noise resulting in oversensing was observed. During an unrelated procedure, the atrial lead was explanted and replaced. No lead damage was observed visually or via diagnostic imaging. The patient was stable.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in three pieces. Visual inspection found the outer insulation twisted, and a full breached outer insulation degradation adjacent to the connector boot. The cause of the reported event was isolated to the exposure of the outer coil at the breached location.

Event description:
Noise resulting in oversensing was observed. During an unrelated procedure, the atrial lead was explanted and replaced. No lead damage was observed visually or via diagnostic imaging. The patient was stable.